Manufacturer narrative:
(B)(4)

Event description:
It was reported a merlin transmission revealed non-sustained right ventricular oversensing episodes. Myopotential oversensing was suspected. The patient returned to the clinic and the physician was able to reproduce myopotentials with arm movement. The low frequency attenuation was turned off and oversensing could not be reproduced. Additional programming changes were also made. The patient is being monitored remotely. The patient condition was stable before, during, and after the event and last visit.